Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the acetabular cup & femoral head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Intraoperatively, a large egress of fluid was encountered within the joint. There was a small amount of fibrous fluid filled tissue anterior to the acetabulum which was debrided. There was also noted a small defect in the anterior calcar. It cannot be determined to what extent the patient¿s fall had on his pain and clinical status. The reported pain, elevated metal ions along with the intra-operative findings of a large egress of fluid in the joint, fibrous fluid tissue noted anterior to the acetabulum are consistent with adverse local tissue reaction. However, without the supporting lab results, imaging, and the analysis of the explanted components the source of the adverse local tissue reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: a1, a2, d1, d4, d11 and h4.

Event description:
It was reported that left hip revision surgery was performed due to pain, elevated metal ion levels, fluid collection with debris and a small pseudotumour.